Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material was silicon rubber and cellulose fiber. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis lucera elite colonovideoscope had air/water flow issues and the nozzle was clogging. The event occurred during inspection before use. The procedure was completed with a similar device. There were no reports of patient harm. During device evaluation at olympus, it was found the complaint was confirmed and the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found there was no air/water feed due to clogging of the nozzle, the bending angle in the up direction and the play of the up/down knob did not meet the standard value due to wear of an angle wire, the bending section cover adhesive was chip/cracked, the scope connector and scope connector cover were dirty due to water leakage, the objective lens was discolored, there was a lack of image due to dirt on the objective lens, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.